Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bioid) was not working. A technical support specialist (tss) dialled into the station, then rebooted the station. After that one of the nurses logged in into the station using bio ID. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bio ID was not working, user ID and password required to login into pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.